Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b3: the event date was unknown in the initial report and has been updated accordingly. B5: this medwatch is 3 of 4 for the same event. E1: the initial reporter first and last name have been updated. The initial reporters phone number and email address have also been updated. B5: the event description has been updated to include additional devices and updated event information. D10: concomitant med products and therapy dates: motor device, attachment device, craniotome device.

Event description:
This is report 3 of 4 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the attachment device was broken and had an ongoing oil fluid/black fluid leak during use. It was reported that the attachment was being used together with the motor device, another attachment device, and a craniotome device. It was further reported that the craniotome device broke apart during use. The reporter indicated that the root cause of the fluid leak was unknown, and it was unclear whether the leak was related to the attachments or the motor device. The reporter also mentioned that they had past issues with the ball bearings wearing down and then mixing with the irrigation liquid. It was not reported if there were any delays in the surgical procedure or if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being broken was confirmed. The reported condition of the device leaking oil/fluid could not be confirmed. During evaluation it was further determined that the device failed vibration assessment, had excessive noise, did not function and the bearings were worn out and corroded. The assignable root cause was determined to be due to component wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, motor device, unknown. UDI: (B)(4).

Event description:
It was reported that the attachment device was broken and possibly leaking fluid during use. It was reported that this device was being used with a motor device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.